Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The x-ray investigation revealed nothing indicative of a device nonconformance. The pictures do not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the unk - screws: locking would not have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for femoral trochanteric fracture with tfna. The surgery was completed successfully without any surgical delay. During the surgery on (B)(6), cement was used to improve fixation in shear-type trochanteric fractures. The surgery was completed without any problems with both the reduction and implant placement, and the patient recovered well after the surgery without any pain and was able to walk normally within one week before being discharged from the hospital. Bone union was confirmed at follow-up 3 months later. After the surgery, it was confirmed that a new fracture after the bone union had occurred. The patient had been recovering well, but recently visited the hospital complaining of pain, and metastasis of the proximal bone fragment was confirmed. According to the patient, there had been no particular stress such as a fall or tripping, but given age, the surgeon was only aware of the metastasis of the proximal bone fragment as a reference. And while at first there was a suspicion of cutout, upon closer inspection a new fracture was found, after the trochanteric fracture bone union, a new cervical fracture had occurred. It was reported that no other medical intervention was required.